Event description:
It was reported that a patient underwent a wound closure on an unknown date and suture was used. The patient came to the hospital for treatment due to vaginal bleeding. The patient was given surgical treatment according to the doctor's advice. It was found that the problem of pulling off suture needle happened during the normal use of the suture for hemostasis, which affected the normal use of device on the patient. After discovery, the patient was immediately replaced with a new device to complete the surgery. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m .

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/16/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number 20210226 is invalid. Please provide the correct lot number if available. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ¿g/m pc-001089257 date sent to the FDA: 5/16/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 6/10/2022. Component code: g07002: device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: lot number 20210226 is invalid. Please provide the correct lot number if available.¿¿ all answers above are unobtainable. Once there is any update, we will update the information. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m.